Event description:
"I have a tma who was in this case and, the md actually showed tripp the "piece" of the seal that he said he got out of his patient. Tripp wasn't actually able to retrieve the piece, but the staff said they sent in a cer last week for the same kind of incident."

Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of the evaluation, a follow-up report will be submitted.